Manufacturer narrative:
Insulin pump received with minor scratched lcd window, loose drive support disk missing end cap sticker and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that drive support cap was sticking out. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.